Event description:
A customer reported receiving the error message, " scan again in 10 minutes," when scanning the adc freestyle libre sensor. On (B)(6) 2019 the customer had symptoms of sweating, tachycardia, fainting, and losing consciousness. The customer was treated by a non-hcp with oral sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correctional report. Adverse event/product problem, has been incorrectly documented in the initial MDR report. Adverse event/product problem has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the error message, " scan again in 10 minutes," when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer had symptoms of sweating, tachycardia, fainting, and losing consciousness. The customer was treated by a non-hcp with oral sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. (Dhrs) (device history review) for the fs libre sensor and fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving the error message, "scan again in 10 minutes," when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer had symptoms of sweating, tachycardia, fainting, and losing consciousness. The customer was treated by a non-hcp with oral sugar. There was no report of death or permanent injury associated with this event.